Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 47 mg/dl. The customer was treated with orange juice. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also stated that they did not allege insulin pump was over delivering. Customer was in emergency room as a result of low blood glucose and they had lot of bruises. Customer also stated that low blood glucose led to fall that led to pain. The insulin pump will not be returned for analysis.